Event description:
It was reported that this right ventricular (rv) lead is short-circuiting causing the atrium to fire faster than the ventricles. The patient indicated that their health care professional (hcp) scheduled an ablation procedure and if that was successful that another lead would be placed. At this time, this lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. No serial/lot number was provided; therefore a DHR review cannot be performed. If the applicable information becomes available, the investigation record will be re-opened and updated accordingly with the results of the device history record (DHR) review. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead is short-circuiting causing the atrium to fire faster than the ventricles. The patient indicated that their health care professional (hcp) scheduled an ablation procedure and if that was successful that another lead would be placed. At this time, this lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional pertinent information is provided in the future, a supplemental report will be issued.